Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the plunger was inserted but the needle did not connect to the cuff. A cuff miss occurred. When the plunger was pulled back no resistance was felt and hemostasis had not been achieved. When the plunger and suture of a second proglide were removed slight resistance was felt and hemostasis was not achieved. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1: (part 12673-05, lot 900246h) is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket and the posterior needle was undisturbed. This is indicative of posterior needle being deflected away from posterior foot pocket instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the reported slight resistance encountered as the anterior cuff detaching from the needle. One of the anterior cuff tabs was broken off and was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.